Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation therapy. It was reported that the patient is charging too often. The patient was able to charge, but could not charge up to 100%. The charge could not be complete since implant; no patient symptoms were reported.